Event description:
It was reported to boston scientific corporation on september 4, 2008, that an alliance ii integrated inflation system was to be used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during preparation, it was noted that the gauge was detached from the syringe while in the package. The procedure was completed with another set up of an alliance ii integrated inflation system. There was no patient or physician present at the time of the device malfunction.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.